Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced pain when the pulse generator paced on the right ventricular channel. No intervention was performed. No additional information was available.